Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console shut down during a procedure. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication, livanova (B)(4) learned that this is a duplicate report. The wrong serial number was provided in the initial report. The issue has been reported with the correct serial number under medwatch number 9611109-2016-00777. This complaint and medwatch report have been voided as duplicates and no further updates will be provided on this report number. All additional details of the investigation will be documented on 9611109-2016-00777.